Manufacturer narrative:
The trochanteric nail kit was classified being the primary product because provided with a set screw. From technical point of view in this case no implant failure was verified. No deviation was found in the manufacturing documents. Thus, it was concluded that the implants had left the premises in intended condition. General aspects: the basics of the gamma3-system are the interaction of nail kit including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. Gamma3 lag screws are designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow faster and more secure fracture healing. The set screw ¿ as part of the nail kit ¿ is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. (The set screw has a safety feature ¿ a plastic ring ¿ which prevents potential loosening during the implantation period.) The nail allows sliding of the lag screw for dynamic bone compression at the fracture sight to enhance fracture healing. In this case the received x-rays presented a lag screw that preliminarily stuck out at lateral. With given information it could not be determined if this view had been taken immediately post-op or if this was a view from follow-up examination. Finally the lag screw had completely left the nail towards medial. This fact clearly identifies that the set screw had not been placed in intended, correct position. It proves that the set screw had not been placed into the corresponding sliding flute of the lag screw ¿ otherwise there would have been no possibility for the lag screw to leave the nail completely in the shown manner. Reasons for the possibility that the lag screw leaves the nail are 2 scenarios, either the set screw had been placed on the shaft of the lag screw and had then been unscrewed or the set screw had been placed in correct manner but had been unscrew more than a ¼ of a turn (as described in the operative technique). Limited medical information - 2 x-rays only - suggested a medical statement being not reasonable. With given information the event was not caused by a deficiency of the devices. The cause of the event was rather insufficient placement of the set screw. According to available information a more precise state statement was not possible from technical point of view. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. A deficiency of the nail was not verified.

Event description:
Gamma lag screw penetrated pelvis. Gamma nail and lag screw were removed.

Event description:
Gamma lag screw penetrated pelvis. Gamma nail and lag screw were removed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not returned.